Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 650-1057, head, lot # unk; item # 13-104062, shell, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 17 months post implantation, the patient was noted to have remarkable radiographs demonstrating stem subsidence. Patient was recommended to undergo revision due to stem subsidence. Patient has not been revised at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.